Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device failed the audio test during the call. The customer¿s blood glucose during the incident was unknown. The customer was advised to adjust the audio volume to 5, press save, and listen for the beep. Customer reported that they did not hear beeps when audio volume settings were saved. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on keypad assembly. Device received with corroded battery tube.